Manufacturer narrative:
Article citation: cammarata, emanuele et al. ¿implant-based breast reconstruction after risk-reducing mastectomy in brca mutation carriers: a single-center retrospective study.¿ healthcare (basel, switzerland) vol. 11,12 1741. 13 jun. 2023, doi:10.3390/healthcare11121741. The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "partial nipple-areola complex (nca) necrosis".

Event description:
Through journal article titled "implant-based breast reconstruction after risk-reducing mastectomy in brca mutation carriers: a single-center retrospective study", healthcare professional reports patient 18 experienced left side "partial nipple-areola complex (nca) necrosis (minor complication)" after implantation of a allergan expander. The expander was removed and replaced with an allergan breast implant.